Event description:
"Nar" was transferring resident with full body lift. Resident lurched forward, falling out of the sling onto the right side. Resident suffered a depressed skull fracture as a result of the fall. Resident expired on thirteen days later as a result of injuries sustained in the fall and subsequent complications.